Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient was having shocking with this device, shot himself, and ended up committing suicide. The actual date of death was not provided. Additional information has been requested, but was not available as of the date of this report.